Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the pump and catheter was explanted due to infection at the pocket site. The patient status was reported as ¿a live-no injury¿. The device system was used to deliver hydromorphone. It was later reported that the physician felt there was no infection present. The patient had asked to have the pump explanted because, the patient felt it was infected. Infection was not diagnosed or confirmed by the physician. The patient was non-compliant with coming into the office for pump management/follow-up visits and that was why the physician agreed with the patient's request to remove the pump. The specific concentration and dose of the hydromorphone was unknown, but was noted to be a very low micro dose. No cultures were obtained. The physician felt that the pump was working well and there was no need to evaluate the pump.